Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, v. Sensing integrity counts up to 397; vt-ns episodes with evidence of lead noise oversensing. Additionally, beginning (B)(6) 2015, rv pacing impedance spiked to 1843 ohms from 700-800 ohms and has been variable, and the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead demonstrated a possible fracture with oversensing sensing integrity counter (sic), measured high impedance, and observed noise on electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.